Event description:
Loss of osseointegration, periodontal disease, local infection / subacute chronic osteitis, no thread tap used, primary stability was achieved, immediate implantation, bone resorption.